Manufacturer narrative:
H3 other text : customer refused service.

Event description:
It was reported to philips that the defibrillator battery doesn't charge enough and turns off immediately after the operation test. The customer contacted the philips response center. The response center submitted a quote to the customer for evaluation of the device. The customer did not accept the quote. No conclusion can be drawn. The device remains with the customer.

Event description:
It was reported to philips that the defibrillator battery doesn't charge enough and turns off immediately after the operation test.